Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer disconnected and primed tubing. After reconnecting tubing, occlusion was resolved. Blood glucose was 475 mg/dl.